Event description:
It was reported that the indication for use for this event was clinical support. Prior to the event, the md had inserted a sheathed intra-aortic balloon (iab) into the right groin with success. The pt was supported by the intra-aortic balloon pump (iabp) due to low blood pressure and 90% lm (left main) disease. Forty-eight hours later, the iabp was found mild functioning and the pt was transported back to the ics. In the ics, dried blood was found in the gas tubing, blood clot in the catheter and the iabp was not functioning. As a result, x-rays were performed before the md removed the iab successfully. There was not another attempt at the procedure since the pt was clinically stable. There was an 8 hour delay or interrupted therapy with no report of harm to the pt. There was no report of pt death, complications or injury. The pt outcome is the pt is at risk of complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.